Event description:
PICC line noted to be leaking. When dressing was removed, leaking was noted at the hub of the catheter. After removal, registered nurse flushed line and noted leak at hub near purple pliable line.